Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 03/15/2021. Additional information was requested and the following was obtained: please confirm that 1 device had the suture detach from the needle during the urological procedure on this 1 patient? Yes. No further information will be provided. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/2/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a winding former eight detached needles and four sutures pieces were returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples determined that the product code vcpb841d (the product code is control release and required eight strands per packet) was received for evaluation and the swage and attachment area were noted to be as expected, however; marks by use of surgical instrument were noted. In the sutures pieces the insertion end was not observed due to the sutures were cut. The manufacturing records couldn¿t be reviewed as the batch number is unknown. No conclusion could be reached as to who the needle was detached from the suture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that 1 device had the suture detach from the needle during the urological procedure on this 1 patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 472 g/m.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a transurethral resection on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.